Manufacturer narrative:
Siemens has completed an investigation of the reported event. The replaced parts were not available for detailed investigation. According to the system history the age of the scm was more than 12 years. Therefore, the most reasonable root cause for the described system behavior is either a defect of the can-cable or can-port of the scm. The user reported that during a patient procedure the c-arm of the axiom artis locked in ap/cran position c-arm. Movement was only possible in caudal direction using the stand control module (scm). The user restarted the system which did not resolve the issue. During troubleshooting at the service engineer found that movements in other directions were possible by manipulation of the can-cable of the scm. After replacing the scm and scm-can cable the system recovered. The replaced parts were not available for detailed investigation. According to the system history the age of the scm was more than 12 years. The scm and scm-can cable were replaced at the affected system and the issue did not recur. No systematic issue could be identified and no field corrective action based on the present event is planned.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that the c-arm locked and was unable to be moved. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.